Manufacturer narrative:
Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Event description:
It has been reported to philips that during a planned treatment procedure the wireless footswitch intermittently lost connection and the wifi indicator was red. The procedure was completed using the wired footswitch. No patient harm has been reported to philips.